Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The receiver case was open for internal inspection and unit passed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver experienced no audio output, in addition to an adverse event that occurred. The patient stated that her blood glucose (bg) values dropped down to 10mg/dl and ended up in the hospital due to the receiver not alarming at the low or urgent low alert. The patient reports that her boyfriend called the emergency medical services (ems) after finding her unresponsive at home with bg levels of 10mg/dl. The patient was given an emergency glucagon shot and transported to the hospital. It is unknown if patient was admitted to the hospital or not or who administered the glucagon shot. At time of contact the patient's condition was well. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.